Event description:
It was reported that xia lp revision surgery was performed. Primary surgery date is unknown. In primary surgery, plf of l4-5 was performed. In revision surgery, fixation was changed to plif of l5-s with oic peek because l5-s intervertebral had become narrower.

Manufacturer narrative:
Method: device not returned. Lot code not provided. Results: the customer reported that the patient had been revised due to a narrowing of the patient's vertebral space unrelated to product. Conclusion: no failure or fault of the device was reported as a result of this event.

Event description:
It was reported that xia lp revision surgery was performed. Primary surgery date is unknown. In primary surgery, plf of l4-5 was performed. In revision surgery, fixation was changed to plif of l5-s with oic peek because l5-s intervertebral had become narrower.